Event description:
Same case as MFR#: 2134265-2009-03317. It was reported that post a coronary drug eluting stenting treatment procedure, interstitial pneumonia occurred. A liberte stent was implanted six months prior to the event. Four months post the initial stenting procedure, a taxus express2 stent was implanted in the proximal to mid and distal right coronary artery at another hospital. Six months post the initial stenting procedure, the patient presented with breathing difficulty. The patient was hospitalized and is being treated for interstitial pneumonia. An x-ray and bronchoscopy, identified something like "webbing shade and shadow" in lung. The patient's white blood cells were elevated. The interstitial pneumonia was treated with 'steroid pulse treatment' and 'maintenance-treatment'. The patient's condition was reported as "improved". Medications given include: solu-medrol, prednisolone. The physician reported it is possible that the interstitial pneumonia could be caused by bayaspirin or plavix, as a very rare possibility. The paclitaxel was found to be 1.78 and the result was negative. The relationship of the event to the liberte stent and taxus express2 stent is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.